Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. Vice is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary: the cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changes and causes fogging.

Event description:
Literally "overall" foggy images appear. Not only spot foggy symptoms like before we usually reported. Guess it is kind of new type foggy symptoms. (This scope already had firmware upgraded before foggy symptom appeared.) This event occurred at the time of before use. There was no report of patient harm.